Event description:
The following information was previously in a different event [information was reported by health care professional (hcp) regarding a patient participating in the product performance registry (psr) clinical study. The pump was used to deliver dilaudid (1.8 mg/ml at 0.4495 mg/day), bupivacaine (30 mg/ml at 7.492 mg/day), and clonidine (1000 mg/ml at 249.7 mcg/day). The indication for use was non-malignant pain and failed back surgery syndrome. Evaluation on (B)(6) 2015 revealed a pump site hematoma one week post implant. The event is ongoing and no actions had been taken at the time of the report.]. Any additional information received related to this event will now be reported under this manufacturer report number (#3004209178-2016-01763).

Event description:
Additional information was received from a healthcare provider (hcp) regarding the patient in a clinical study. As of (B)(6) 2015, the pump administered dilaudid with concentration 1.8 mg/ml at a dose rate of 0.3701 mg/day, bupivacaine with concentration 30.0 mg/ml at a dose rate of 6.168 mg/day, and clonidine with concentration 1, 000.0 mcg/ml at a dose rate of 205.6 mcg/day. As of (B)(6) 2015, the pump administered dilaudid with concentration 1.8 mg/ml at a dose rate of 0.6012 mg/day, bupivacaine with concentration 30.0 mg/ml at a dose rate of 10.021 mg/day, and clonidine with concentration 1, 000.0 mcg/ml at a dose rate of 334.0 mcg/day. A 20% increase occurred and the pump administered the following as of (B)(6) 2016: dilaudid with concentration 1.8 mg/ml at a dose rate of 0.7205 mg/day, bupivacaine with concentration 30.0 mg/ml at a dose rate of 12.008 mg/day, and clonidine with concentration 1, 000.0 mcg/ml at a dose rate of 400.3 mcg/day. It was noted that the patient had reported pain at the pump site on (B)(6) 2016. Examination on (B)(6) 2016 revealed wound dehiscence with the pump having been visible. The pump rate was decreased in preparation for explant. Intervention included device reprogramming on (B)(6) 2016. As of (B)(6) 2016, the pump administered the following: dilaudid with concentration 1.8 mg/ml at a dose rate of 0.5505 mg/day, bupivacaine with concentration 30.0 mg/ml at a dose rate of 9.175 mg/day, and clonidine with concentration 1, 000.0 mcg/ml at a dose rate of 305.8 mcg/day. As of (B)(6) 2016, a 64% decrease occurred and the pump administered the following: dilaudid with concentration 1.8 mg/ml at a dose rate of 0.2006 mg/day, bupivacaine with concentration 30.0 mg/ml at a dose rate of 3.344 mg/day, and clonidine with concentration 1, 000.0 mcg/ml at a dose rate of 111.5 mcg/day. The entire system was explanted without replacement on (B)(6) 2016. The abdominal wound dehiscence resolved without sequela as of (B)(6) 2016. Side effects to post-operative antibiotics occurred. It was noted that the patient reported vomiting on (B)(6) 2016 after taking post-operative antibiotics. An unspecified anti-nausea medication was administered on (B)(6) 2016 and the vomiting resolved without sequelae as of (B)(6) 2016. A clinical diagnosis of cerebrospinal fluid (csf) leak was further indicated. The patient presented to the clinic for a post-operative evaluation following the system explant. Examination on (B)(6) 2016 revealed a small csf leak. Examination on (B)(6) 2016 revealed a continued csf leak from the lumbar incision. Regarding intervention, new dressing was re-applied to lumbar incision site on (B)(6) 2016. On (B)(6) 2016, the patient was also instructed to increase fluid and salt intake if headache, instructed to lay flat, continue wearing abdominal binder, and place folded socks over the incision. Additional intervention on (B)(6) 2016 included administration of fioricet and strict bed rest for 48 hours. The event regarding csf leak resolved without sequelae as of (B)(6) 2016. An abdominal wound infection was clinically diagnosed. The event had resulted in an emergency room visit. Examination on (B)(6) 2016 revealed redness at the abdominal incision site; infected abdominal wound. Intervention included administration of clindamycin and bactrim ds on (B)(6) 2016. Aquacel extra from a wound care provider was administered on (B)(6) 2016. Examination on (B)(6) 2016 revealed wound dehiscence. An emergency room visit resulted from the wound dehiscence. The wound was re-dressed on (B)(6) 2016 with aquacel extra inside the wound. The abdominal wound infection resolved without sequelae as of (B)(6) 2016. The events regarding wound dehiscence, abdominal wound infection , post-operative antibiotic side effect of vomiting, csf leak were noted as not having been related to the device or therapy, but was related to the implant procedure.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving dilaudid, bupivacaine, and clonidine at concentrations of 1.8 mg/ml, 30.0 mg/ml, and 1,000 mcg/ml and doses of 0.4495 mg/day, 7.492 mg/day, and 249.7 mcg/day accordingly via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that a pump pocket hematoma was clinically diagnosed. The patient had presented to the clinic on (B)(6) 2016 for a second wound evaluation as they continued to bleed from the pump pocket site. The event resulted in an unscheduled clinic/office visit. Surgical intervention occurred, specifically a pump pocket revision on (B)(6) 2016. It was reported that the event was not related to the device or therapy. The event was reported to be related to the implant procedure (incisional site/device tract: pump pocket). The event was reported to have resolved without sequelae on (B)(6) 2016. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Analysis of the pump on 2016-04-08 and revealed no anomaly. Analysis of the catheter on 2016-04-01 revealed a non-significant anomaly regarding the sutureless catheter connector; a tear in the seal near the guide ring was noted. As per the pump¿s log, the following drugs were administered at a simple continuous dose rate as of (B)(6) 2016: dilaudid with concentration 1.8 mg/ml at a dose rate of 0.2006 mg/day, bupivacaine with concentration 30.0 mg/ml at a dose rate of 3.344 mg/day, and clonidine with concentration 1,000.0 mcg/ml at a dose rate of 111.5 mcg/day. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), product type: catheter. Product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An infection was noted, and the pump and catheter were removed on (B)(6) 2016. They were returned to the manufacturer for analysis. The pump doses were increased on (B)(6) 2015. The pump delivered dilaudid 0.5005 mg/day, bupivacaine 8.341 mg/day, and clonidine 278.0 mcg/day. This was a 35% daily dose increase.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The hematoma at the incision site discovered after the examination on (B)(6) 2015 was also reported as bleeding from the incision site greater than 2 weeks following pump replacement. The clinical diagnosis included bleeding from the incision site. Additional information was received. The event date was updated to (B)(6) 2016, although this does not coincide with the provided discovery of the hematoma/bleeding at the incision side on (B)(6) 2015. No further complications were reported or anticipated.

Event description:
The intervention was noted as medical. The patient was given aquacel extra from a wound care provider on (B)(6) 2016. A medical/non-surgical therapy intervention was done on (B)(6) 2016;the wound was re-dressed with an awuacel extra inside the wound. A medical or non-surgical therapy intervention was done on (B)(6) 2016; it was noted that the patient had a ¿wound vac' and was following with a wound clinic to change his bandages every 3 days. The event resulted in an emergency room visit/unscheduled clinic or office visit. The event was resolved without sequelae on (B)(6) 2016.